Event description:
Follow-up information was received on 07-sep-2017: the event "large lump in the top and bottom lips" was amended to "painful large lumps in the top and bottom lips". The patient had been for a consultation with the physician as she needed surgery to remove the lumps. The outcome remained not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, large lump in top and bottom lips was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional and concerns a female patient. She was injected with radiesse into the lips, although she was allegedly told it was juvederm smile 1 ml. As reported, the healthcare professional was not an expert on the product. After the treatment with radiesse, the patient developed lumps on the lips. She was in distress and was not going to return to the practitioner that carried out the procedure. They already tried to hyalase it twice. Based on the information provided there was no evidence of a reportable death, serious injury, or malfunction. The follow-up information was received on 20-jul-2017: the case was upgraded to serious. Event verbatim "lump" was changed to "large lump in top and bottom lips". The patient's initials and date of birth were provided. The patient was a (B)(6)-year-old (height 160 cm). She was injected with a total of 0.8 ml of radiesse into top and bottom lips, into numerous injection points, in (B)(6) 2017, by another physician than the reporter. As reported, the injector had run out of juvederm and used radiesse instead. The patient previously received juvederm, which was tolerated. The patient's further medical history and concomitant medication were reported as none. In (B)(6) 2017, the patient developed large lumps in top and bottom lips which are going to require surgical excision. She was referred for surgery and was going to be seen by an expert in (B)(6) 2017. Systemic antibiotic was not prescribed. The patient was not hospitalized. Due to information provided, the outcome of the event was changed from unknown into not resolved. The reporter considered the event to be permanent if the patient did not receive surgical intervention. In the opinion of the reporter, the event was of severe intensity, not life-threatening and related to radiesse.